Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a product experience report form that this patient was presented back to the electrophysiology (ep) laboratory. The chronic device and leads were explanted without incident due to infection. The patient was started on antibiotics. The patient will be scheduled for system replacement in approximately six weeks.